Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 3122727 is considered in compliance with our product specification requirements. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4): supplemental MDR - foreign matter. One sample of a 1 ml luer-lok syringe was received for evaluation. The syringe arrived loose with an unidentified red needle attached. No defects or foreign material were found on or inside the syringe. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 3122727. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material #309628, batch #3122727. Verbatim: rcc received a complaint via email. Email(s) attached. On 04feb2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 04feb2025, the reporter, who is the hcp, stated, ¿there was something in the syringe once it was drawn up: "it's round and small. It's stuck to the syringe inside. If I pull the medicine down, it stays." Filter needle, lot: 305211, catalog:3299629. 1 ml syringe, lot: 309628, catalog: 3122727. Customer responded on 18-apr. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 04feb2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. 3. Could you please confirm if there are any samples available to send to bd for investigation? Sample will not be forwarded at this time.